Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged. Loss of ra capture was also noted due to the dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
A procedure to reposition the lead was scheduled. No further information is available. This report will be updated if more information becomes available.